Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-01. H.6. Investigation summary: bd received an actual sample from the customer in support of this complaint. 6 photos were taken of the sample and, sent for investigation. The photos were evaluated and do not show the customer¿s failure mode of additive abnormality. Additionally, 5 retention samples from the bd inventory were visually inspected and functionally tested and there were no issues identified as all results were within the specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the collected blood was found to be light in color. The customer is suspecting that this might be something abnormal with ingredients/additives of the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the collected blood was found to be light in color. The customer is suspecting that this might be something abnormal with ingredients/additives of the tube.